Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was high pacing impedance on the right ventricular (rv) lead that triggered a rv bipolar lead impedance alert.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was rising, oversensing due to non-physiologic signals/sensing integrity counter and oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert was toning due to a lead integrity alert (lia) being triggered for the right ventricular (rv) lead. Lia triggered due to sensing integrity counter (sic) and rv lead pacing impedance variation. It was noted that the patient recently began intense yoga routine within recent months and that oversensing was noted when the patient performed a yoga pose. During pocket manipulation noise was seen on tip to coil and real time impedance test showed pacing impedance jumped. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a possible right ventricular (rv) lead fracture was suspected. The rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.